Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that noise resulting in oversensing and inappropriate automatic mode switch (ams) was noted on the right atrial (ra) lead. Abbott technical support was contacted, however, no intervention has been performed at this time. The patient was in stable condition.